Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the compression device for suprapatellar, extractor, connecting screws and extraction screw were stripped, trocars were bent along with the wire guides, blue handle, black knob broke off, along with buttons on the side to protection sleeve. The surgeon was aggressive and over-torqued products leading to stripping and bending of products. A new set brought into the room. There were 10 minutes of surgical delay. It is unknown if the surgery successfully completed. No patient consequence. This complaint eleven (11) devices. This report is for (1) compression device for suprapatellar this report is 8 of 8 for (B)(4).